Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the colostomy is temporary. The patient is recovering well and no further intervention has occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoidopexy, the surgeon found occluded tissue and stenosis proximal to the staple line where the hemorrhoid tissue was removed and the lumen was closed off. Upon completing a text book surgical application of the hemorrhoidopexy and inspection of the staple line, the doctor noticed that he could not pass his finger for feel a lumen. He then performed an inspection using a rigid rectal scope where he measured a distance of 15cm proximal to the anal verge, however he could not observe or pass the scope any further than 15cm. Then a gi colonoscopy was performed to observe the stenosis and that was approximately 15cm as well. Finally, an x-ray with floura was used to inspect where the dye would pass and although some dye passed the area where thestenosis was observed by the other scopes, it was inconclusive. Laparoscopic procedure was converted to open but unrelated to device problem. The surgery was extended for 90 minutes in able to perform the intervention and the patient had to be admitted for one day more. The device was applied from start to finish. The patient's rectal canal showed stenosis proximal to the staple line. No lumen could be found upon manual and gi inspection.the patient was moved to a higher risk level and it is has not been determined yet if the patient needs to be operated on again. The patient required additional surgery upon being transferred to (B)(6). The patient had colon surgery performed with a colostomy bag as an outcome. The patient has returned home and is currently recovering fine. Patient status: alive - with injury. Patient medical history: prolapsed hemorrhoid tissue. The colostomy is temporary. The patient is recovering well and no further intervention has occurred. Per operative report: the patient was undergoing hemorrhoid stapling procedure when an unexpected outcome of the surgery occurred. A flexible sigmoidoscopy was performed. During the procedure, the anus was dilated to almost 2-1/2 fingers. The dilator was inserted. The inner plastic sheath was secured by means of silk suture for steady. The trocar was removed. Circumferential suture at the last marking was completed using suture. At that point, the anal dilator was removed. An anvil was inserted beyond the suture and tied. After that, the suture was run in the stem of the anvil, opposite each other, and tied. The anvil was moved side to side and up and down with 1 finger in the vagina to be sure that there was no other tissue involved. The anvil was free. The stapling machine was put in and clicked and advanced to the green mark and closed for about 30 seconds and then machine was fired. The machine was taken out very easily. Specimen was included, a circular piece of tissue with veins. Suture was occluded in the specimen, and it was sent to pathology. On rectal exam, many attempts to pass the staple line were not successful. Can feel the staple line with finger. The scope could not be advanced beyond 10 cm. Gastrografin dye was injected through the rectum via catheter and showed very streaky, showed a stricture there. Gastrografin was drained and catheter was left to complete drainage. The patient woke up and tolerated the procedure well. Vital signs stable during the procedure. The patient left the operating room to the recovery room in stable condition. As per report, patient suffered a permanent injury.

Event description:
According to the reporter, during hemorrhoidopexy, the surgeon found occluded tissue and stenosis proximal to the staple line where the hemorrhoid tissue was removed and the lumen was closed off. Upon completing a text book surgical application of the hemorrhoidopexy and inspection of the staple line, the doctor noticed that he could not pass his finger for feel a lumen. He then performed an inspection using a rigid rectal scope where he measured a distance of 15cm proximal to the anal verge, however he could not observe or pass the scope any further than 15cm. Then a gi colonoscopy was performed to observe the stenosis and that was approximately 15cm as well. Finally, an x-ray with floura was used to inspect where the dye would pass and although some dye passed the area where thestenosis was observed by the other scopes, it was inconclusive. Laparoscopic procedure was converted to open but unrelated to device problem. The surgery was extended for 90 minutes in able to perform the intervention and the patient had to be admitted for one day more. The device was applied from start to finish. The patient's rectal canal showed stenosis proximal to the staple line. No lumen could be found upon manual and gi inspection. The patient was moved to a higher risk level and it is has not been determined yet if the patient needs to be operated on again. The patient required additional surgery upon being transferred to (B)(6). The patient had colon surgery performed with a colostomy bag as an outcome. The patient has returned home and is currently recovering fine. Patient status: alive - with injury. Patient medical history: prolapsed hemorrhoid tissue.